Event description:
It was reported that the subject guidewire broke off in the patient during use on an off-label liver procedure. The broken section was removed and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 device evaluated by mfg ¿updated. There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection only the distal fractured section was returned. There were no anomalies noted to the surface of the returned guidewire. The fracture point was imaged. Functional testing was not required. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event: ¿guidewire broken/fractured during use¿ was confirmed. The device failed to meet specification when returned for analysis. It was reported that a guidewire was used in a body procedure through a microcatheter and it broke off. No additional information was available. The device was returned and it was confirmed that the guidewire had been fractured. It is probable that there may have been anatomical and/or procedural factors present during the clinical procedure that may have caused the reported guidewire fracture. An assignable cause of procedural factors will be assigned to the reported and analyzed event: ¿guidewire broken/fractured during use¿, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that the subject guidewire broke off in the patient during use on an off-label liver procedure. The broken section was removed and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.